Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the force bipolar instrument had a portion of the wrist loosened. The force bipolar instrument was removed from field without any harm to the patient. The procedure was completed with no indication of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: no fragment fell into the patient. There was no patient injury. To resolve the reported issue another force bipolar instrument was pulled from inventory to finish the case. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, causing misalignment of the grips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. The instrument was found to have a scratched grip tips. One side of the grip tips had several scratches.